Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of upper respiratory tract infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of upper respiratory tract infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® ultra smile, juvéderm® ultra 2, juvéderm® voluma¿ with lidocaine, juvéderm® ultra 3. Four weeks later, patient received the astra zeneca covid-19 vaccine. Approximately seven weeks later, patient had a mild upper respiratory tract infection and sore throat, deemed not related to the device. One week later, patient developed three days of palpable and not visible non-inflammatory nodules in chin. Three days later, patient went in for review and was advised to take oral antihistamines. Ten days later, the nodules remained and also developed in the submalar area as well. Patient was scheduled to be treated a week after next covid-19 vaccination dose. This is the same event and the same patient reported under (B)(4). This MDR is being submitted for the suspect product, juvéderm® ultra 3.